Manufacturer narrative:
The prowler lpes microcatheter and the y adaptor were not returned. The resheathing tool was returned severed into two pieces. The fracture is ductile in nature requiring external force. No material defects were found on either of the severed ends. Located at the top proximal cutout section of the resheathing tool, the v notch has been severely fractured. The distal damaged edge of the fracture has been raised above the surface plane. Located at the locking mechanism, the sheath's material has been stretched away from the surface. The dpu advanced into the proximal end of the coil through a binding process. This caused the coil to buckle proximally. The coil's socket ring was unraveled and was severed from its solder point. The socket ring exhibits a damage pattern associated with a rotational torque requiring excessive force. Except as noted, the remainder of the coil is undamaged. The coil was returned severely damaged. The most likely root cause of the coils failure to advance out of the introducer sheath was due to the sheath¿s locking mechanism becoming embedded inside the v notch of the resheathing tool. In this condition significant resistance would have prevented the coil from advancing as expected. The binding action between the device positioning unit (dpu) and the sheath caused the coil damage found during inspection. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU possibly contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The deltaplush coil (dpl10040820/g14898) could not move past the introducer during a procedure to coil a 14 mm unruptured posterior communicating artery aneurysm. The doctor was sequentially coiling the aneurysm using many codman coils (details unknown). The doctor asked for a 4mm x 8cm deltaplush coil. After seating the introducer into the microcatheter the doctor tried to advance the coil forward. The coil would not feed into the microcatheter. The doctor stated that it felt like the coil was ¿frozen in the introducer; and would not move forward.¿ after a couple of attempts to free-up the coil he decided to take a new one off the shelf of the same size. This coil worked perfectly. Failure analysis found that the proximal section of the coil was kinked.